Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had repeatedly alarmed a no delivery. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They were asked to disconnect the infusion set from the body and try to give 5 units. The device did not alarm a no delivery. They were advised to try a new infusion set and to change sites. It was noted that the customer called back to report that the device alarmed a no delivery during a bolus and basal delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime and compromised force sensor system alarm test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.